Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a severe uti and the symptoms of the uti were urgency, pain, and spasms. The patient stated they have to go to the bathroom every 15 minutes. Patient said they were waiting for cultures to come back and have to get on an IV antibiotic because the uti were resistant to everything else. Patient mentioned that the uti started one day after the surgery. Patient mentioned they had one call and the healthcare provider (hcp) showed them how to adjust the stimulation from 0.2 to 0.8 but they still couldn't feel anything. Patient mentioned that they still have the same symptoms as before the implant, urgency, pain and leakage, and due to the uti they haven't been able to see the effectiveness of the implanted device. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. The reason for call was patient reported that the stimulator has not worked at all because they had a raging complicated uti for 3 weeks and it came the day after it was inserted. Patient stated that they were not going to feel any improvement if the uti was making them urinate every 15 minutes with burning and everything else. Patient reported discussing with the hcp yesterday about the infection and taking antibiotics. The patient was redirected to their hcp to further address the issue. Additional information was received from the health care professional (hcp). The hcp stated that the cause of not feeling the stimulation even after increasing from 0.2 to 0.8 was not determined. The most likely cause of the event was due to the history of recurrent uti's. When the hcp was asked to clarify the steps taken to resolve the issue, the hcp stated that the patient was given complete course of antibiotics and then monitored urinary symptoms. The issue was not yet resolve. The hcp stated that the implanted device or therapy did not cause/ contribute to the uti. The device was intended to treat urge incontinence and urinary/bowel dysfunction. The hcp confirmed that the patient had uti prior to implant and the uti was related to the patient's underlying condition. The issue was not yet resolved. When the hcp was asked to provide the steps taken to resolve the issue the patient was administrated with medication.